Event description:
While performing bench service for the device, it was identified by an authorized bench technician that a newly installed processor pca was defective. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Manufacturer narrative:
The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Although a visual inspection was unable to identify any notable damage, the technician was unable to rule out the potential existence of micro cracks in the pca. As such, a definitive conclusion could not be drawn. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.